Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was obtained from healthcare professional via manufacturer representative regarding a device being used for treating compression fracture and degeneration at the l5 level. It was stated that during setup, the ibt handle was stiff and could not be moved and when it was gripped firmly, the ibt frame was damaged. Thereafter, the handle stopped moving. There were no patient symptoms as a result. No further complications reported.